Manufacturer narrative:
(B)(4). Any additional information received from customer will be included in a follow up report. At this time carefusion is waiting for components from customer for evaluation. (B)(4).

Event description:
The customer reported vent inop, motor fault, circuit disconnect, low pip and low ve alarms on the vela ventilator. The customer stated there was no patient involvement associated with this event.